Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted due to pulling/stretching/overstress and visual analysis noted the lead was damaged an implant. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to high impedances measured through the analyzer at several different location placements. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.